Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) received four devices. One was opened by the account with the appropriate packaging while three are sealed. The visual inspection of the returned product noted: a tactile and microscopic inspection of the sutures was performed with no a bnormalities. Two needles were extracted from each sample for bend moment testing. {opened samples} the visual inspection of the sample noted two partial sutures and two needles. One of the needle was received broken on the swaged side of the needle. Upon microscopic inspection, instrument marks were observed near the break site. A bend moment test was performed on the sealed samples and the results met the specifications for this product. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during flexor tendon repair, during closure of soft tissue, at the last pass, the surgeon noticed the needle had broke in two. One piece in the needle driver and one still attached to the suture. There was no patient injury.